Event description:
The affiliate reported: valve was implanted (B)(6) 2014; explanted (B)(6) (reason not available).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product code was 82-3110 and not 82-3100 as previously reported. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected and needle holes were noted in the silicone housing, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was dried and leak tested. Only leaks from the needle holes were noted. The valve was reflux tested and passed the test. The valve was tested for programming and passed the test. The valve was then pressure tested and passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined, as no problem was noted with the valve. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.